Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned samples noted six needles and six sutures in a retained instead of the correct quantity of five. The six sutures were each attached to a needle. Samples were sent to engineering for further evaluation of the incorrect quantity of needles. Engineering concluded that this issue is an assembly problem and a corrective action has been implemented to prevent this condition from recurring. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition of incorrect quantity of needles was assigned to manpower. The manufacturing operator inadvertently took one extra unit prior to winding the units into the retainer. The product analysis established a relationship between a device failure and the reported incident of incorrect quantity of needles. The root cause of the observed condition was determined to be a result of a manufacturing error and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six products were in one packet. The event occurred during the procedure but the product was not used for patient. The status of the patient is no problem. The procedure was completed with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.